Event description:
Us office received complaint from patient stating a needle broke off in his butt while giving an injection. Customer stated that he did get the needle out of his skin, but he did not save it.